Event description:
During verification testing at the service center, it was noted that the device battery was swollen.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.